Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). A review of the device logs confirmed the increased intra-peritoneal volume (iipv) event. The cause of the iipv found in the logs was determined to be caused by insufficient drain due to one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. A service history review (shr) revealed that no issues were identified that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2011 during drain cycle 6. The patient's largest prescribed fill volume (lpfv) was 250 ml and the drain volume was 339 ml, which met iipv criteria. No patient injury or medical intervention was reported. Product surveillance contacted the nurse and notified the nurse of the incident of iipv that was found during the device log review.